Event description:
Pt was a (B)(6) male. Three passes were made with a merci retriever v 2.0 firm for left middle cerebral artery (mca) m1 occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2b after treatment. Hemorrhage was noticed at where merci retrieve was used (left m1) post-operatively. Pt expired the following day on (B)(6) 2011. Tissue plasminogen activator (t-pa) was not administered during procedure. Intubation was performed and the pt was put on a ventilator was medical intervention. Physician believes that the hemorrhage is likely due to recanalization, however whether merci retriever contributed to the hemorrhage or not is unk. Physician also stated that the pt experienced acute brain swelling due to hemorrhagic infarction which led to cerebral hernia and pt expired.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.0 firm device could not be reviewed.